Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm one month ago. Aneurysm and vessel morphology are unknown as this was an emergent case. It was reported that the patient presented emergently with a pre-operatively ruptured abdominal aortic aneurysm. The patient had lost a lot of blood and the stent grafts were implanted in an effort to save the patient's life; however, the patient expired during the procedure due to blood loss.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (death); patient's condition affected effectiveness of device (pre-operatively ruptured abdominal aortic aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured abdominal aortic aneurysm).